Manufacturer narrative:
The device was evaluated. The reported event was confirmed. Based on investigation results, the root cause of the reported event cannot be conclusively identified. Reasonably known information suggest probable causes such as stress, damage or deterioration of parts, degradation . Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the coating of the device connecting tube was peeling off greater than 1mm2 or more and needed to be replaced. There was no patient involvement.